Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was a staphylococcus infection which caused skin breakdown. The device was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is assumed to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. This finding was expected, since the recipient was explanted because of an infection in the area of the skin incision and implant pocket, as confirmed by cultures showing methicillin sensitive staphylococcus aureus. This bacteria is part of the skin flora and represents a common pathogen found in surgical implant infections. Also, review of the device device_s sterilization records shows that the device has been subjected to a valid sterilization process. Considering the available information, the observed infection was most likely due to inoculation of bacteria through the skin at the time of surgery. This is a final report.

Event description:
An infection started 3 weeks after implantation. The recipient developed an mssa (methicillin_sensitive staphylococcus aureus) infection post-operatively. The device was explanted on (B)(6) 2021. The recipient was not re-implanted with a new device, and will be re-implanted at a later date.